Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced the high blood glucose and because of this they were hospitalized. The customer¿s blood glucose level was 30 mmol/l. The customer reported that the insulin pump had insulin flow block alarm. The customer declined the troubleshooting. The device will not be returned for the analysis.